Event description:
It was reported "a 50cc balloon catheter was inserted into a patient via right femoral artery who experiencing cardiogenic shock following cardiac surgery. The balloon pump was switched on but full inflation of the balloon catheter was not possible indicated by suboptimal balloon trace and persistent high pressure alarm, thus the balloon automatically switched off. The catheter was taken out and exchanged for another. An attempt to inflate the faulty catheter ex vivo showed that the upper portion of the balloon remained wrapped around the center of the catheter and only the lower portion would inflated". The location of the second iab catheter is unknown. At the time of this report, the customer has not responded to our requests for additional information.

Manufacturer narrative:
Qn# (B)(4).

Manufacturer narrative:
(B)(4). The reported complaint that the "upper portion of the balloon remained wrapped" is not able to be confirmed. The product was not returned for investigation. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported "a 50cc balloon catheter was inserted into a patient via right femoral artery who experiencing cardiogenic shock following cardiac surgery. The balloon pump was switched on but full inflation of the balloon catheter was not possible indicated by suboptimal balloon trace and persistent high pressure alarm, thus the balloon automatically switched off. The catheter was taken out and exchanged for another. An attempt to inflate the faulty catheter ex vivo showed that the upper portion of the balloon remained wrapped around the center of the catheter and only the lower portion would inflated". The location of the second iab catheter is unknown. At the time of this report, the customer has not responded to our requests for additional information.